Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg/ml at 1198.3 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient was brought in for their refill appointment and there was erosion of the skin at the pump pocket site. Infection was also mentioned but details were unknown on if there was an infection present. The healthcare provider (hcp) has decided to "externalize" the pump and the company representative (rep) asked with the 8711 what piece would connect to add length. Reviewed 8596sc would work but externalizing the pump was considered off label so no further guidance could be provided. Additional information was received from the company representative who reported that the pump was explanted from the pocket and externalized. The hcp will wean the patient off intrathecal baclofen. Cultures were taken from the pocket and the pocket was closed. The culture results were unknown and it was not confirmed if an infection was even present. The pump will not be returned but will be discontinued at unknown date. The patient's weight was unknown.